Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6).

Event description:
It was reported that during the lead revision surgery (reference MFR. Report# 1627487-2017-06141) the patient¿s ipg lost communication with external devices and was deemed inoperable. The ipg was explanted and replaced with another model which resolved the issue.